Event description:
This lead was explanted due to dislodgement. Physician chose not to replace the lead due to patient history of twiddlers syndrome. No adverse patient side effects were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. Further inspection demonstrated approximately 18cm distal to the is-1 connector pin, in the region of the suture sleeve a 360 degree deformation of the outer conductor coil. The lead body was found squeezed in this area. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. In addition, cuts in the insulation were found which occurred most likely during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.